Event description:
A doctor alleged that two (2) patients had experienced the debonding of restorations after placement with cement it. This is the second of two (2) reports.

Manufacturer narrative:
Specific patient with regard to age and weight was not provided. The doctor re-cemented the bridge for the patient using a different product, without further incident. To date, the patient is doing fine. The products involved in the alleged incidents were returned and a 'gel time' and 'set time' were performed, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.